Event description:
The following information was reported to kci by the physician: in 2011, the patient was diagnosed with a deep infected wound in the hip unrelated to v.a.c. Therapy. On an unknown date, during exploration of the wound the physician found foreign material in the hip wound. Physician reported that the nurse apparently neglected to remove the foreign material during dressing changes.

Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.